Manufacturer narrative:
Alleged failure: blurry lens. Confirmed failure: damaged/missing eyepiece, outer tube damaged (bent, dented), out of focus. Probable root cause: laser welding seal failure, distal/proximal window solder failure, damage to optical train, damage to needle, damage to distal or proximal windows, moisture intrusion, end of life wear-out, environmental disturbance: endoscope colder than dew point, environmental disturbance: fluid entrapment between the coupler and eyepiece, junction (eyepiece only), use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.